Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings and hospitalization. The customer stated that her blood glucose dropped to 26 mg/dl. The customer stated that she fell asleep and her family woke her up giving her orange juice at approximately 5am. The customer stated that she was transported to the hospital via an ambulance. The customer's blood glucose reading was over 400 mg/dl during the time of admittance to the hospital. The customer believed that the high blood glucose readings were from treating for the low blood glucose readings. The customer was advised to disconnect from the set and remove the reservoir from the pump. The customer was advised to monitor the pump and call back if the issue persists.